Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid left anterior descending coronary artery that was both moderately calcified and tortuous and 90% stenosed. Reportedly, there was resistance during removal of the protective sheath from the 3.25 x 12mm nc trek neo balloon dilatation catheter (bdc) prior to use. The bdc was advanced to the lesion but the balloon ruptured at 12 atmospheres during the second inflation. Each inflation was 20 seconds. The procedure was completed with a new nc trek neo bdc. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
H6: 2017 device code clarifier- failure to follow steps / instructions the device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that resistance was noted when removing the protective sheath and the device was still used. It should be noted that the coronary dilatation catheters (cdc), nc trek neo, instruction for use (IFU) preparation for use section states: if unusual resistance is felt during product mandrel and sheath removal, do not use this product and replace with another. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath; however, the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.